Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and no calcification in the proximal right coronary artery (rca). While advancing the 4.0 x 33 mm xience xpedition, resistance was met with the anatomy and the proximal shaft separated. A snare device was used to help with the removal of the distal end of the delivery catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to the patient anatomy.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to filing the initial medwatch report, the following information was received: the separated portion of the delivery catheter was simply pulled out of the anatomy. No snare device was used. No additional information was provided.